Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the system was under fluoroscopy for an x-ray. It was discovered that the leads had migrated down 1.5 vertebral bodies and there was no stimulation coverage in the patient¿s back. The patient was sent home to recharge the ins and the rep would meet with them on (B)(6) 2019. The factors that might have contributed or led to the issues were unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was reprogrammed as best as the rep could. The patient was advised if it was not good enough he would need to have a revision surgery to move the leads. No further complications were reported.